Manufacturer narrative:
Patient identifier - requested, not provided. Age & date of birth - requested, not provided. Sex - requested, not provided. Weight - requested, not provided. Ethnicity - requested, not provided. Race - requested, not provided. Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. For this reason, evaluation code 11 has been referenced in the conclusions. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that upon removing the angio-seal device dilator out of the packaging, it was observed that dilator was kinked already; straight out of packet at the point of the blood inlet port. They were not able to observe the dilator kink whilst it was in packaging, as the white packaging tab obstructed view of that part of dilator that was kinked. Additional information was received on 23feb2020. The patient's condition was stable. Additional information was received on 24feb2020. They chose to use a second angio-seal device for hemostasis and was successful with no issues. The procedure for the patient was a leg angioplasty.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the device return date in section d10, update section h3, and to provide the completed investigation results. One used 6fr angio-seal vip device was received for product evaluation. The kinked arteriotomy locator and hemostasis sheath were received with the plastic tray and header bag. No other accessory components were returned. Visual inspection revealed that a deformation at the blood inlet hole of the arteriotomy locator and the locator was severely kinked. No other visual anomalies were observed. Dimension testing was performed, the outer diameter of the arteriotomy locator was measured and found to be 0.091'' which was within the manufacturer specification of 0.092" +0.00/-0.02. All measurements were within the manufacturer specifications. Based on the provided information and investigation results, there is no definitive evidence that this event was related to a device defect or malfunction. It is likely that deformation likely occurred while removing the locator from the tray; the application of an off-axis force to the arteriotomy locator has been known to cause kinking. However, the exact cause of the reported event cannot be definitively determined based on the available information.